Event description:
The foot control device was returned for an alleged malfunction. During pre-testing of the returned device, it was discovered that there was "oil contamination(oil mixed with water), debris (dirt and potential blood), a damaged gauge (liquid leaked on gauge) and a damaged hose (worn out end)". The device was not used in surgery as the reported condition was discovered during testing. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).